Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, the internal manifold assembly was suspected as the cause of the issue. The internal manifold assembly was replaced. Following this action, the device met all manufacturer specifications for nitric oxide delivery accuracy, gas monitoring performance, alarm functionality, and overall device operation. Based on the results of the device evaluation and the information available, the investigation concluded that the root cause of the reported event was a malfunctioning manifold. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, inaccurate nitric oxide monitoring was observed during therapy. According to the hospital report, following a dose change, the monitored nitric oxide concentration stabilized slowly and did not reach the target dose of 4 ppm. The device was subsequently removed from the patient and replaced with another unit, after which ino therapy proceeded without further issue. No harm to the patient or sustained changes in the patient's clinical status were reported.